Event description:
The recipient was reportedly explanted due to inflammation. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's medical issues are resolved. The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient was reportedly hospitalized from (B)(6) 2015. The recipient's device was explanted on (B)(6) 2015. On (B)(6) 2015, the recipient was treated with tazonam (piperacillin and tazobactam) 3 times, 5 grams between meals.